Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in set). This occurred while the patient was connected for peritoneal dialysis therapy. The patient stated that she noticed nothing unusual about the supplies and proper setup technique was used. The technical services representative assisted the patient in clearing the alarm and advised them to begin therapy over with new supplies. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.